Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results on a cobas pro c 503 analytical unit. The initial gluc result was 3 mg/dl. The customer questioned the result and repeated the sample. The repeat result was 92 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that a sample probe was contaminated. A sample probe wash was performed 3 times followed by an air purge. The service actions performed by the fse resolved the issue.